Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the care giver (cg) and had him cycle power to the hc machine. The tsr informed the cg to use manual bags. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the cg stated that the issue was resolved; however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident, the hp had not informed the nurse of the alarm yet. The cg stated that hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.